Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that he believed his meter had been reading inaccurately high for ¿a couple of months¿. He advised that on (B)(6) 2019 he obtained an alleged inaccurately high reading of ¿124 mg/dl¿ on the subject meter compared to a reading of ¿96 mg/dl¿ obtained on his doctor¿s meter (unspecified device). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with oral medication (glipizide; 2.5mg per day), diet and exercise and explained that he took his usual dose of diabetes medication in response to the alleged product issue. The patient stated that he developed symptoms of ¿nausea, sweating and shaking¿ after the alleged product issue began and explained that he self-treated his symptoms with a glucose tablet (relion; unspecified dose). The patient also confirmed that he has developed similar symptoms and self-treated with glucose tablets on other occasions over the last couple of months, but he was unable to recall specific dates on which this occurred. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.